Manufacturer narrative:
There was no alleged device defect. The device responded normally to inadvertent input from the physician.

Event description:
Heli-fx endoanchors were being implanted to provide additional endograft securement in a primary evar case due to short and angulated proximal neck anatomy. The aortic neck measured 22 mm in diameter and a 25 mm endograft (type unknown) was used. Following endograft deployment, a sheath was advanced to a location above the endograft flow divider to aid in placement of the heli-fx system through the tortuous anatomy. A single endoanchor was delivered unremarkably. In attempting to deliver an anchor to the opposite wall, positioning of the heli-fx guide and subsequent advancement of the heli-fx applier through the guide was made difficult due to the tortuousity. Following device placement and advancement of an endoanchor to the first deployment stage (pause), it was appreciated on fluoroscopy that the anchor had not penetrated the endograft or aorta. The physician was instructed to retract the anchor; however, rather than pressing the reverse control button to reload the endoanchor, the entire applier was retracted into the guide with the endoanchor at the pause state. At this point the forward control button on the applier was inadvertently pressed, initiating the second (final) stage of anchor deployment. Due to the tortuosity and resultant position of the applier within the guide, the endoanchor was delivered through the wall of the guide, near the tip. After confirmation that the anchor was not engaged with the endograft, the devices were removed from the patient through the introducer sheath. No patient complications were noted due to this event and no further endoanchoring was attempted in the procedure. The completion angiogram was free from endoleaks.